Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device was performed and passed. Downloaded was performed and passed. A review of the share log was performed and the inaccurate cgm values was found within the investigation window. The allegation was confirmed. The probable cause could not be determined via data and product. No injury or medical intervention was reported.